Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an overinfusion of diprivan (propofol) 1000mg/100ml ordered for 5- 50 mcg/kg/min titration. Per the biomed's review of the event log, the user turned on the pump at 1:12 pm and programmed the rate at 18.36 ml/hr, vtbi 90 ml. Approximately a half hour later at 1:44 pm the pump alarmed for occlusion patient side and the device was turned off. The bottle ws nearly empty although the pump showed 9.791 ml volume infused. The patient had no adverse effect and no medical intervention was required. The biomed reviewed the logs and noted an entry for 18.36 as he expected; he ran a pm check and the device passed all tests. Biomed thinks the infusion was programmed as a primary, and reported that there was no sign of the medication having leaked. No further patient or event information was provided.